Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while attempting to charge the pump, the battery became hot to the touch and the usb cable appeared burnt and reportedly "exploded" and subsequently melted. Following this, the usb port was found to have a "black substance" in it and the appearance of burn damage. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 100-150 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged temperature issue was verified in the pump logs; however, no failure was identified. The usb port damage issue was verified. The usb cable issue was not investigated as the usb cable was not returned for investigation.

Manufacturer narrative:
Additional information was received from the customer clarifying that the reported "black substance" in the usb port was from the melted usb cable.